Event description:
It was reported that during an unk procedure, the doctor was doing a wedge biopsy during a lung procedure but on the second firing the endocutter stopped firing 10 millimeters in. They got another device to proceed but it did the same. They were able to get the second to work by changing where they were firing on the lung to complete the remaining 3 rows that were fired. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify if a second stapler was used or an additional reload? Yes, a second stapler was used to complete the case. 2. Please provide more details of the second device (product code#/lot#/batch#) na¿the second device worked. 3. Did the device deliver any staples? Yes, before it hit something in the lung. 4. If yes, were the staples formed properly? Yes. 5. If no, ask staple line issue questions 6. If yes, was the staple line complete? No, the endocutter hit something and the staple line did not complete. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? No. 9. If yes, was there any issue with the cut line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # 758c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 758c17, and no non-conformances were identified.